Event description:
The customer reported obtaining imprecise sequential readings within a ten-minute time frame of 27.2mmol/l, 13.7mmol/l anf 7.2mmol/l. There was no rpeort of death, serious injury or mistreament.